Manufacturer narrative:
(B)(4). The customer reported that the defibrillator powered up with a red x and failed the opcheck defib test. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The pads/paddles ECG did not function and the device was found to be unable to deliver therapy. The problem was resolved by replacement of the power pca. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the defibrillator powered up with a red x and failed the opcheck defib test.